Event description:
Siemens was notified on (B)(4) 2013 that a field setup that required a relative move of -12cm was actually set at 2cm due to the text formatting on rt therapist, which was missing the "1" from the 12. Reportedly, the customer was aware of the incorrect number before treatment began and corrected the number by shortening the text in lantis. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Model number: this info has been requested. Customer address: (B)(6).